Event description:
Select all that apply: other product issue please specify infection clinical actions for device: other please explain extraction (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).